Manufacturer narrative:
The lactate cassette had reportedly been replaced on (B)(6) 2024 and the customer had not observed any issues. Internal qc was acceptable. The customer reportedly had some issues with external qc. Based on the instrument log files, the lactate parameter showed decreasing signals for the cassette that had been inserted on (B)(6) 2024. The calibration signals returned to the specified range and qc passed on 04-dec-2024 and 05-dec-2024, however, lactate results were fluctuating. The lactate results for patient samples were decreasing over time. The results from a cassette can be affected if the cassette is expired, incorrectly stored, or if the cassette touches the sensor contact. Product labeling states: "using expired mss cassettes and/or mss cassettes that have exceeded their maximum in-use time may lead to incorrect results. The mss cassette must be changed after a maximum of 12 days (glu/lac cassette) or earlier if there is a failed calibration or qc. Risk of reduced mss cassette lifetime. Do not touch the sensor contacts. Hold the mss cassette at its handle only.". The affected cassette was requested for investigation, however, no product was received. The field service engineer (fse) cleaned the tubing and did not replace any components. The customer stated the results stabilized since the service visit. It is not known if the cassette was replaced. Based on the information provided, the specific cause of the event could not be determined. The event is consistent with an issue with the cassette (storage or handling), a patient sample handling issue, or a maintenance issue related to the tubing. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable lactate results for two patient samples on a cobas b 221 6 system. Sample 1: the initial result was 0.35 mmol/l while the repeat result on a second cobas c 221 6 analyzer was 0.74 mmol/l. Sample 2: the initial result was 1.37 mmol/l while the repeat result on a second cobas c 221 6 analyzer was 1.8 mmol/l. The repeat results were deemed correct and in line with the patient's clinical picture.

Manufacturer narrative:
The reagent lot number and expiration date were requested but not provided. The investigation is ongoing.